Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: testing revealed that the vibration alarm is functional. There was no auditory sound during start up. All auditory alarm settings were set to ¿high¿ and tested; there was no sound during testing. The pump cover was removed and the electrical connection of the contact pins to the piezo was re-established and auditory tones returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the auditory and vibratory alarms were not functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.